Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right ventricular (rv) lead was found out to be dislodged as the lead exhibited undersensing. The lead was also damaged during revision. The rv lead was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was found out to be dislodged as the lead exhibited undersensing. The lead was also damaged during revision. The rv lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the dislodgement and undersensing allegation against the lead was not confirmed. The visual inspection revealed no abnormalities as the lead tip appeared normal and lead resistances measured normal. The damage during revision allegation was confirmed with observation of a cut-through in the insulation approximately 24 centimeters (cm) from the terminal pin.